Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call that the insulin pump took off in the middle of the night because of the reservoir and now the pump won't rewind. Customer was disconnected from the pump and stated there is a closed black circle. Customer's last blood glucose was 430 mg/dl. Customer took a bolus. Customer stated that she was getting alarms and she removed the battery from the pump. Customer's blood glucose is now 489 mg/dl. Customer was able to do a set change. Customer was in the hospital for congestive heart failure. Customer now uses novolog and was using humalog before. Customer thinks he had immunity to humalog, which is why he changed to novolog. Customer treated with a bolus. Customer stated that a battery out limit alarm woke him up. Customer was advised that a replacement battery cap would be sent. Customer also had a no delivery alarm and low reservoir alert on the insulin pump. Customer was advised to do a complete set change.